Event description:
The family member of a home peritoneal dialysis pt reported that the pt complained of difficulty breathing and started screaming during fill 1. The fill volume displayed was fluctuating and went negative. Pt called the nurse and was instructed to drain. The drain volume shown was about 4,700 ml. The prescribed fill volume was 1,500 ml. The pt was fine after draining. There was no serious pt injury and no medical intervention was necessary.